Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had led anomaly. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.